Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor readings. The customer's blood glucose level at the time of incident was 210mg/dl. The customer states their levels had gone as high as 497mg/dl. The customer treated the high with bolus. The customer states their last couple sensors have had issues and are currently on their last sensor. Troubleshoot was conducted. The cannula was noted to be bent, but not curved over. The customer is being sent replacements.